Event description:
A patient with an nihss of 7 was treated for a left distal m1 middle cerebral artery (mca) occlusion. A third party 8f sheath was used for access. The millipede 088 catheter was navigated over the millipede 070 catheter. The millipede catheters were navigated over a third-party microcatheter and guidewire. A mtici score of 2c was achieved after a single pass with the millipede 088 aspiration catheter. After the procedure the subject's nihss was 4. Later the same day, the subject suffered neurological deterioration (an increase of 8 points on the nihss). It was determined through imaging that the m2 segment of the mca had occluded, without hemorrhagic transformation. A second mechanical thrombectomy was performed with angioplasty and stenting of the left m1-m2 segment of the mca. The subject's nihss at 24 hours was 9. The subject was transferred to a local hospital 3 days after the procedure, at which point the nihss was 6.